Event description:
The distributor has reported on behalf of their customer that the catheter was zero balanced prior to insertion. After zero-balancing the catheter, the physician inserted the catheter into the subdural cavity. Intracranial pressure monitoring did not occur.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.